Manufacturer narrative:
A manufacturing record review was not completed also not lot number was not provided by the account. No product was returned for evaluation. Other notes: this incident occurred in 2020 however no exact date of the event was provided. A patient of unknown bmi with severe cardiovascular condition underwent a pci impella procedure. The vessel was a lcfa less than 5mm and severely calcified. Ultrasound was not used to gain access. Per IFU states the following contraindication, safety/effectiveness information and procedure requirements: - manta device is contraindicated in severe calcification of the access vessel and marked tortuosity of the femoral or iliac artery. - the safety and effectiveness of the manta device has not been established in" pediatric patients or others with small femoral artery size <5mm (for 14f manta) or <6mm (for 18f manta) in diameter". - arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery a 14f manta of unknown lot was used in the procedure. The procedure sheath used in the case was an impella sheath 14f. Issues were observed during advancement and withdrawal of sheath. The puncture site was distal from cfa. Manta was deployed at the measured depth (depth number is unknown). Hemostasis was achieved with no bleeding. However, it was observed that artery was totally occluded. It is likely that the anchor was caught on the calcium thereby being deployed incorrectly causing occlusion. However, this is undeterminable without imaging. No imaging was shared for review. It is unknown if the steps to deployment were followed correctly as it could have led to the deployment of collagen partially or entirely inside the artery. IFU identifies "accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis" as a potential adverse event related to the deployment of vascular closure device. The patient was transferred for surgery and had the leg amputated. No other procedural or surgical notes were shared. It is unknown what events transpired towards amputation. Death was the outcome. Physician had no complaint with manta and stated that complications occur due to small artery puncture site and the general bad condition of the patient.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: (B)(6) 2021: severe sick cardiovascular patient received a manta plug after end of procedure. The puncture site was distal from the cfa (common femoral artery) and less than ø 5 mm. The artery was totally occluded due to the use of manta. The patient was then transferred to surgery; had her leg amputated, and following, the patient died at hospital. The physician had no complaint toward the manta device. The physician explained the complications occurred due to small artery puncture site and the general bad condition of the patient. Additional information received may 28, 2021: representative had an opportunity today to meet the physician concerned. The incident had happened already in the year 2020, and there's limited documentation available. In any case it is our duty to respond to any information that reaches us regarding the incident. No date, but the incident was in 2020. Time and date were not reported at any time before this complaint.